Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 8mm 90 bx 450 mo experienced foreign matter on the device cannula/in the fluid path. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328290 batch no: unknown. Verbatim: consumer reported found 1 syringe from this 10 pack with sticky stuff on the barrel. Consumer/pet owner found 1 syringe from this same 10 pack with black stuff on the needle. Consumer/pet owner found 1 other syringe with needle shield hard to remove felt glued on tight. Date of event: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 8mm 90 bx 450 mo experienced foreign matter on the device cannula/in the fluid path. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328290; batch no: unknown. Verbatim: consumer reported found 1 syringe from this 10 pack with sticky stuff on the barrel consumer/pet owner found 1 syringe from this same 10 pack with black stuff on the needle. Consumer/pet owner found 1 other syringe with needle shield hard to remove felt glued on tight. Date of event: unknown.